Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 failed to open. The field service engineer (fse) removed faulty cubie and returned to the pharmacy. The storage space was recovered and tested using the hardware testing application. Pharmacy staff also verified the functionality after recovery, confirming that the storage space was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.